Manufacturer narrative:
The insulin pump was monitored and tested with no blank display and no vibrator anomaly noted however, moisture damage was found on the lcd board. The insulin pump passed all operating currents; tested with in the specification range and passed off no power test. The insulin pump has cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a display anomaly. The customer stated that when it gets hot or when she goes outside, the display fogs up and is difficult to read. The customer also reported that the insulin pump vibrates without an alarm or alert. The customer reported that the display went blank after exposure to moisture and also had a low tone. The customer's blood glucose level was "normal". The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, however it is unknown if the device will be returned for analysis.